Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a questionable high crep2 creatinine plus ver.2 result from the cobas 8000 c702 module. The initial result was 292 mol/l and the repeat results were 78 mol/l and 80 mol/l. The questionable result was not reported outside of the laboratory, the reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The field service engineer checked the analyzer and readjusted the cell rinse levels,. He confirmed the module was running within specification. The investigation found the issue was resolved by the service actions.